Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. The guidewire was noted to be kinked in the tip. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole over the shoulders of the distal section of the balloon. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the manner in which the device was handled and manipulated, the amount of strength applied to the device, and/or the interaction between the scope and device, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2019. According to the complainant, when dilation was attempted, it was noted that the balloon was leaking. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.